Event description:
It is unknown whether the reported myocardial infarction (mi) was related to target vessel. The investigator indicated that the reported event was possibly related to the study device.

Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. Approximately 5 weeks post index procedure, patient death occurred, cause of death acute myocardial infarction (mi). The investigator indicated that the reported event was unrelated to the study device. (Ref MFR#s 9612164-2012-00273 and 9612164-2012-00274).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death/myocardial infarction).